Manufacturer narrative:
(B)(4). Damaged release button. Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one pse60a device was received for analysis with one ecr60d cartridge reload loaded in the device; it was noted to be unfired and in good visual conditions. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sleeve procedure the assistant gave the powered echelon loaded with a gold cartridge closed to the surgeon and the device but was not able to close again. He decided to try to reload the device with a new gold cartridge but was still not able to close the device also without any cartridge the device did not close. The surgeon decided to open a new device and was able to perform the procedure without any problems. No patient consequences reported.